Manufacturer narrative:
Information was received via journal article. Please reference literature at the following location: http://www.tandfonline.com/doi/full/10.3109/17453674.2016.1162898. This report will be amended when our investigation is complete.

Event description:
It is reported that 11 patients have experienced dislocations.

Manufacturer narrative:
Device was not returned and no photos were received; therefore, condition of the device is unknown. The lot number of the product is unknown; therefore, the device history records and complaint history could not be reviewed. Compatibility could not be confirmed as part number is unknown. The reported device is used for treatment. A definitive root cause could not be determined with the information provided.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. Medical products - unknown zca acetabular cup, unknown femoral stem, all catalog#'s: ni all lot#'s: ni. The reported event occurred in europe. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(6), (2016) substantially higher prevalence of postoperative periprosthetic fractures in octogenarians with hip fractures operated with a cemented, polished tapered stem rather than an anatomic stem, acta orthopaedica, 87:3, 257-261, doi: 10.3109/17453674.2016.1162898. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2016-03557 & 0001822565-2017-03139.